Event description:
During preparation for a pulmonary vein isolation procedure to treat an atrial fibrillation, a faradrive steerable sheath clear was selected for use. There was difficulty locking the dilator to sheath. It was reported that when removing dilator from sheath, aspiration syringe showed lots of air. It was suspected that there was an issue with the valve. The sheath was replaced and the procedure was completed without patient complications. The device is expected to be returned.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
An attempt to purge air out of the sheath by injecting deionized water into the flush lumen port, caused the water to leak from the handle cap. Removal of the handle cap to inspect the internal components microscopic inspection revealed a tear in the flush lumen close valve underneath the handle cap. Inspection of the hemostatic valves identified the internal valve to be deformed towards the distal end of the sheath, causing the slit to remain opened which compromises the hemostatic valve's ability to seal fluid or pressure within the sheath. The internal valve deformity is caused by the prolonged insertion of the dilator, as seen how the sheath was returned with the dilator still inserted, indicating that this defect may have not been present during the time of event use and would not have contributed to the allegation of this event.

Event description:
During preparation for a pulmonary vein isolation procedure to treat an atrial fibrillation, a faradrive steerable sheath clear was selected for use. There was difficulty locking the dilator to sheath. It was reported that when removing dilator from sheath, aspiration syringe showed lots of air. It was suspected that there was an issue with the valve. The sheath was replaced, and the procedure was completed without patient complications. The device has been returned.